Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user and her mother visited the clinic approximately beginning of november reporting that the user stopped hearing with the device. It was initially thought that there was a problem with the external device. CT imaging are considered to be performed.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Further proceedings are unknown.

Event description:
The user and her mother visited the clinic approximately beginning of (B)(6) 2022 reporting that the user stopped hearing with the device. Further proceedings are unknown.

Event description:
The user and her mother visited the clinic approximately beginning of (B)(6) 2022 reporting that the user stopped hearing with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.